Event description:
I had a lap band in for almost 11 years. Had several issues with it but this past year it slipped and I was immediately feeling ill and developed complications from severe acid reflux to high body aches around the stomach and upper chest area.